Event description:
It was reported that the tip was used in the laryngeal bed in order to remove the tumor; specialist lateralized the piece to make the cut, after a few seconds, he said that piece was not cutting, therefore the parameters were modified and at the same time the e saline solution volume was slowly increased, but even though the tip did not work. Piece was requested to be removed because this could be stuck, when the tip was removed, it did not have the electrode, this was removed with a conventional suction cannula.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, returned for evaluation, had been used for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows partial detachment of the electrodes with jagged edges on the remaining electrode legs. There is a significant amount of discoloration present on the tip. The cable, suction and saline lines have been severed prior to being received for evaluation. Further visual observation with an unaided eye found no manufacturing abnormalities with the returned device. Due to the severed cable, a functional evaluation was not possible. The complaint has been visually verified and the root cause could not be determined with confidence as a number of factors can lead to electrode damage, including the wand tip coming into contact with another metal object or mechanical displacement of tissue through applied force. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.